Event description:
Patient had to be taken back to operating room after the surgery due to an adenoid bleed.

Manufacturer narrative:
(B)(6) 2010: a retrospective review of past complaints was conducted following a site inspection by FDA. This MDR filing is based on that review. The facility did not retain the device. However, the lot number was provided. An inspection of the lot history record did not note any anomalies during the manufacturing of this lot. The root cause of the complaint could not be determined because, the device was not returned for investigation. Should additional info become available, the manufacturer will file a follow-up report.